Event description:
It was reported that the primary surgery occurred on (B)(6) 2017. Revision due to dislocation. Patient presented to surgeon with a reverse shoulder replacement, which was not fully stable and had dislocated. The surgeon chose to operate and increase the size of the glenosphere and liner components. The surgeon also used a constrained liner to better prevent any instability. He expects this to work to fix this patients instability and expects the patient to do well. Patient was stable upon leaving the o.r. All available information has been received at this time.

Manufacturer narrative:
Section h10: (a1) patient identifier: (B)(6)l (b2) outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices), hospitalization - initial or prolonged. (D1) brand name: equinoxe. (D4) expiration date: 27-jan-2027, unique identifier (UDI) #: (B)(4). (E3) occupation: physician. (G5) PMA/510(k)number: k063569. (H3) in a review of the labeling and IFU 700-096-004 rev. N, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses, and follow the written instructions of the physician with respect to follow-up care and treatment. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event is an adverse event without identified device or use problem. (H4) device manufacture date: (B)(6) 2017. (H6) evaluation codes: 2374, 2993. Section h11: corrections made in the following section(s): (b5) as reported, a patient who was initially implant with a reverse shoulder on 3/30/201. Patient presented to surgeon with a reverse shoulder replacement, which was not fully stable and had dislocated. The surgeon planned to operate and increase the size of the glenosphere and liner components. During the revision, a constrained liner was used to better prevent any instability. The surgeon expects this to fix this patients instability and expects the patient to do well. Patient was stable upon leaving the o.r. (E1) initial reporter name: (B)(6). (E2) yes. (G1) MDR reporting contact name:(B)(6). (G3) report source: health professional. *no information provided in the following section(s): a4, a5, b6, b7, g8, h7.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to dislocation.